Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked the item in mql (myqlink) and found that the return feature was disabled by the pharmacy. The tss informed the customer that the item has already been billed to the patient and that the transaction has been completed. The user was informed that the charge reversal for the incorrect issuance must be handled by the pharmacy team. Additionally, it was explained that while the medication could be physically returned using pharmacy access with cycle count privileges, doing so would create a system inventory discrepancy. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower was pulling out the wrong medication the customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.